Event description:
During evaluation of a returned spectrum pump, the device alarmed false upstream occlusion. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, the device alarmed false upstream occlusion. The cause was identified to be the failing ultrasonic sensor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.